Event description:
It was reported that the lead exhibited high pacing lead impedance and high capture thresholds. The lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun

Manufacturer narrative:
A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.